Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that an outer case of autoshield due on a bd autoshield¿ duo pen needle 30g x 5mm came off but the needle remained on the insulin pen. There was no report of injury or medical intervention.

Manufacturer narrative:
Two potential lot numbers were provided for this incident. The information for each lot number is as follows: medical device lot #: 6328515, medical device expiration date: 12/31/2019, device manufacture date:11/23/2016, medical device lot #: 6354701, medical device expiration date: 1/31/2020, device manufacture date: 12/19/16. Results: investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. This is the 1st related complaint for broken needle. Needle remained in pen for lot #6328515. Investigation summary: customer returned (1) open autoshield duo sample without the tear drop label or outer cover and (1) novolog flexpen. Customer states that the outer case of the asd needle came off but the needle stayed on the insulin pen. The returned pen was examined and exhibited a broken cannula caught in between the metal ring and the rubber septum of the cartridge in the pen. Level a event no DHR or qn review is required. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: possible root cause: this appears to have occurred when attaching the pen needle to pen by the customer. DHR: a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.